Event description:
Update rec'd 06/16/2015 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/23/15.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2008. Patient experienced persistent severe pain and discomfort in her hip, groin, thigh and back. Her implant makes clicking and popping type noises and catches. Patient has difficulty with activities of daily living. She suffers from elevated levels of chromium and cobalt metal ions in her blood stream. Patient is suffering loss of muscle mass and deterioration of the soft tissue in her hip. Patient has not yet scheduled revision surgery. Doi: (B)(6) 2008 - dor: unk (right side). Patient is a resident of (B)(6). Update - added sales rep details, patient height and weight, revision date, products x 4. Taken from der dated (B)(6) 2015 - ab on (B)(6) 2015. Sales rep name - (B)(4). Patient height - 67 inches. Patient weight - (B)(6). Revision date - (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.